Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box showed evidence of short battery life illustrated by drastic voltage drops leading to cs177 low battery warnings. During testing, the pump ez-prime steps were performed correctly. Current draws were found to be out of specifications. The pump case was removed and moisture corrosion was found to the cgm module. All current draws returned to specification after the cgm module was unplugged from the printed circuit board (pcb). Unrelated to the battery life issue, investigation revealed that the display was dim and discolored. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.